Event description:
The hcp reported that the device was explanted prematurely after 38 months. No reason was given for the explant of the pump. It was reported that there was a "microfracture in the catheter" the pump was returned to the MFR for analysis.